Manufacturer narrative:
Patient identifier - requested, not provided age & date of birth - requested, not provided patient sex - requested, not provided weight - requested, not provided weight - requested, not provided implanted date: device was not implanted explanted date: device was not explanted (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while pulling-back the angio-seal device, the whole device at the third last step of device deployment, there was no resistance felt, and the device was pulled out of the artery. Hemostasis was achieved with manual compression. With visual inspection, the collagen was noted partially compacted at the end of suture, which was few centimeters outside of the angio-seal sheath. There was no anchor visible next to the collagen. A 6fr sheath was used. A pre deployment angiogram was performed. There were no other devices or equipment used with the reported product. The patient condition was stable. Additional information was received on 11feb2020. The overall condition of the patient was good. There was no testing performed to confirm the anchor was not detached and within the patient's anatomy; it is most likely the anchor is still in the patient. The patient's pulses were good. Additional information was received on 02mar2020. A squeaking sound was not heard as far as doctor recalls during pull back of the device. The force was not greater than usual on the suture while pulling back the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6f angio-seal evolution was returned for product evaluation. The evolution body assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was mated with the evolution device body and the deployment sleeve was in a rear lock position with colored bands fully exposed. The compaction tube was exposed past the green tamping marker. From microscopic analysis, there was no observable tear in the suture and dried collagen appeared over tamped at the distal end of the compaction tube. There was no anchor returned separately or attached to the collagen/suture knot. The button was pressed and was stiff (hard). Fluoroscopic analysis of the device was conducted, and the tamper tube was found to be connected to the rack notch. There was a noticeable kink in the sheath at distal end of the hub of sheath. The rack was also noted deformed/bent. No other visual anomalies were noted. The upper handle was removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated and the suture was appropriately wrapped around the spool with several turns of suture remaining. There was no damage noted on the gear teeth. Functional testing was performed, the green button was pressed, and the suture was withdrawn by pulling manually. The suture was released as intended and no functional anomalies were noted. After removing the sheath, the carrier tube was found kink. No other visual anomalies noted with the carrier tube. IFU states: "once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing." "When hemostasis is achieved, push and hold the suture release button, and pull back until the suture is exposed. This will release the remaining suture within the device handle and remove the compaction tube from the tissue tract." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The compaction tube being exposed past the green compaction marker and the remnants of collagen indicate that the collagen was over tamped which has been known to lead to anchor detachment/deformation and collagen tearing. It is likely an excessive withdrawal forces experienced due to the suture not unspooling which in turn occurred due to user failure to push and hold the suture release button on the handle. The kinks in the carrier tube and sheath indicate that the device was likely subjected to an off-axis force to cause this deformation. However, the exact cause of the reported event cannot be definitively determined based on the available information.